Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alarming failed battery test. Customer's most recent blood glucose was 120 mg/dl. Customer was advised the alarm had to be cleared if not the alarm would reoccur after each battery change. Customer was advised to inspect the battery compartment, battery cap, and springs and they were not damaged, missing, nor corroded. Inserted a new battery and the device did not alarm. No further information reported.